Event description:
The hygienist was positioning the tubehead of the x-ray unit for an x-ray when the internal workings of the articulated arm broke loose causing the arm to drop down. The hygienist was able to catch the arm and tubehead from falling.

Manufacturer narrative:
There was no user or patient injury with this incident. The x-ray unit will not be repaired. The office will be replacing the unit with a new x-ray unit. The manufacturer has requested return of the arm for inspection.